Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The baseline rhythm was noted to be atrial fibrillation.). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb), or atrioventricular (av) block. There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient's annulus and leaflets were heavily calcified. During the procedure, pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, balloon. The patient was paced at 100 beats per minute during positioning. At initial attempt, the valve was positioned lower on the left-coronary cusp (lcc) so it was recaptured and repositioned. At second attempt, the valve was able to be implanted successfully at a depth of approximately 3mm on the non-coronary cusp (ncc). No post-implant balloon aortic valvuloplasty (post-bav) was required. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure, the patient was observed to be in a complete heart block. Later that afternoon, the patient received a single chamber permanent pacemaker. The physician believes that the patient or user experienced adverse health consequences due to the patient's calcified anatomy and the valve. The patient was discharged.

Manufacturer narrative:
An event of complete heart block (chb) post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a single chamber permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The baseline rhythm was noted to be atrial fibrillation.). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb), or atrioventricular (av) block. There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient's annulus and leaflets were heavily calcified. During the procedure, pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, balloon. The patient was paced at 100 beats per minute during positioning. At initial attempt, the valve was positioned lower on the left-coronary cusp (lcc) so it was recaptured and repositioned. At second attempt, the valve was able to be implanted successfully at a depth of approximately 3mm on the non-coronary cusp (ncc). No post-implant balloon aortic valvuloplasty (post-bav) was required. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure, the patient was observed to be in a complete heart block. Later that afternoon, the patient received a single chamber permanent pacemaker. The physician believes that the patient or user experienced adverse health consequences due to the patient's calcified anatomy and the valve. The patient was discharged.